Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two days after a laparoscopic gastric bypass procedure, the patient experienced post-op bleeding. Upon inspection thru scope, it looked like the mucosa was pulling away from the staples. The patient was given two units of blood transfusion.